Manufacturer narrative:
The investigation is in progress. The device history records (DHR) for the device were reviewed. The associated device was released based on the company's acceptance criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
An optometrist reported a case of stromal edema on day one post bilateral photorefractive keratectomy (prk). The steroid drop was increased. There are two medical device reports associated with this event. This report references the left eye. Add'l info has been requested.